Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel in the forearm. After a non bsc 4fr sheath and guidewire was advanced, a 5.0mmx40mmx40cm (4f) sterling was selected for dilation. However, the balloon ruptured before reaching the nominal pressure at 3 atmospheres. The device was removed from the patient's body. No patient serious injury nor complications were reported.